Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing and noise on the right ventricular (rv) channel, due to several episodes of atrial flutter. A request was made to have data from this device analyzed. Review of device data confirmed atrial flutter @ 200ms, indicating crosstalk. Technical service (ts) advised there is no v blank after as therefore they would need to adjust rv sensing floor and perform defibrillation threshold (dft) testing. Ts provided recommendations on programming options, noting the device has high-rate atrial sensing. Ts provided recommendations for testing of the rv lead placement and integrity. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.